Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 41 mg/dl. The customer's glucose meter read 101 mg/dl, but when the paramedics arrived, her actual reading was 41 mg/dl and she was unconscious. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. Nothing further was reported.